Event description:
It was reported to technical services on 9/6/11 that this ra lead impedance has gone from 400 to 1480ohms with no capture, normal sensing. Different programming options were discussed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).